Event description:
It was reported that the pump¿s screen and bezel separated while the user was not connected to the device and was using multiple daily injections, with the pump stored in a pocket. Symptoms included no change in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included collection of event details, confirmation of serial number, shipping of a replacement device with return of the original for evaluation, and user education on shutdown and data handling. Investigation of this case revealed a hardware integrity issue affecting the display assembly, consistent with screen and bezel separation, with no associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage or component/assembly failure.

Manufacturer narrative:
Initial.